Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. It was reported that the customer experienced an elevated blood glucose (bg) level with a small ketone level. The customer's blood glucose level was above 600 mg/dl. A manual insulin injection was administered to address bg.